Event description:
It was reported that the patient is pacemaker dependent and this right ventricular lead is programmed to unipolar configuration due to potential pacing inhibition, loss of capture or oversensing. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).